Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleged visualization of particles in the air path of the remstar auto a-flex device, which they believe is related to the recall of the sound abatement foam. The customer also alleged that the device caused intermittent asthma. As a result, the patient required the following prescription medications for medical intervention: flovent inhaler, albuterol inhaler, albuterol sulfate inhalation solution, symbicort, and montelukast. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.